Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported "capsular contracture" baker grade IV, swelling, muscle pain, pain, contraction" and folds for the left side. The following is not related to the device "nodule". Device remains implanted. Patient takes pain medication and muscle relaxers to ease pain in breast.